Event description:
This is filed to report the clip detaching from one leaflet and increased mitral regurgitation (mr) requiring intervention. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2022, to treat mixed mitral regurgitation (mr) with a grade of 4. One mitraclip was implanted reducing the final mr to a grade of 1. In addition, it was reported that the patient experienced tachycardia due to atrial fibrillation during the procedure and was given medication. On (B)(6) 2022, the clip detached from the anterior leaflet (single leaflet device attachment/slda). The patient's mr increased to a grade of 3-4, however the patient¿s hemodynamics were stable. The physician believes that the patient¿s leaflet anatomy along with the atrial fibrillation could have contributed to the slda due to the increased tension caused by the rapid heartbeat. On (B)(6) 2022, the patient underwent an additional mitraclip procedure for treatment. One mitraclip was implanted lateral to the slda clip. It was reported that the patient experienced tachycardia during this procedure as well and was treated with medication. The mobility of the slda clip is almost controlled and the mr was reduced to a grade of <1. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy/patient condition. The reported mitral regurgitation (mr) appears to be a cascading event of the slda. The reported tachycardia is due to the atrial fibrillation per case details. A cause for the reported atrial fibrillation could not be determined. Additionally, mr, atrial fibrillation, and tachycardia are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention, hospitalization, and medication were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.